Manufacturer narrative:
The investigation determined that multiple higher than expected vitros vanc results were obtained using patient samples during a correlation test on a vitros 5600 analyzer. The assignable cause of this event could not be determined; however, a vitros reagent issue cannot be eliminated as a potential contributing factor to the event. The investigation has determined that the vitros 5600 system was operating as intended.

Event description:
The customer complained of multiple higher than expected vitros vanc results obtained using patient samples during a correlation test on a vitros 5600 analyzer. Patient sample 2 vitros vanc results: 14.4 versus expected 10.1¿g/ml; patient sample 3 vitros vanc results: 16.8 versus expected 11.7 ¿g/ml; patient sample 4 vitros vanc results: 10.9 versus expected 6.6 ¿g/ml; patient sample 5 vitros vanc results: 9.2 versus expected < 5.0 ¿g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No patient sample results were reported from the laboratory and there was no allegation of patient harm as a result of this event. However, based on the information provide, it cannot be concluded that patient samples could not be affected if the event were to recur undetected. (B)(4).